Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2018. It was reported that patient was under 2 years old. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Labeling indicates: the dexcom g6 continuous glucose monitoring system (dexcom g6 system) is a real time, continuous glucose monitoring device indicated for the management of diabetes in persons age 2 years and older.

Manufacturer narrative:
(B)(4).

Event description:
After further review, it was determined that this supplemental medwatch was submitted in error. Please disregard information submitted in the first supplemental medwatch of 3004753838-2018-131939.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. The device was visually inspected and found that the applicator had a bent needle and bent pushrod, indicating a needle out deployment failure. The reported event of a needle retraction issue was confirmed. The probable cause could not be determined.